Event description:
It was reported that insulin leaked from the connector connection of the infusion set between the infusion tubing and headset. This issue occurred with each infusion set from the same package.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.